Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer stated they generally use the same cartridge for 3 days with humalog, tandem technical support educated caller that cartridges should be changed every 48 hours with humalog insulin. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.